Event description:
A malfunction alarm occurred with the customer's pump, and the code was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer opted to use multiple daily injections as a backup insulin therapy while technical support arranged to replace the pump, instructed the caller on how to put the pump into storage mode, and provided a pre-paid label for returning the device within ten days.